Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the network cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion. It was reported that intra-operatively, the patient was not transferred to the navigation system after the scan. The procedure was completed without the use of the imaging and navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.